Manufacturer narrative:
Sensor was removed and user states the symptoms are improving and is doing a little better.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.